Event description:
It was reported that due to infection the implants were removed and replaced with spacers.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-601, triathlon ps fem component, cemented, lot code: abmb. Cat. No.: 5550-g-339, triathlon symmetric x3 patella, lot code: 941v. Cat. No.: 5520-b-500, triathlon prim cem fxd bplt #5, lot code: sracc. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s infection. Not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause.

Event description:
It was reported that due to infection the implants were removed and replaced with spacers.